Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided. UDI: unknown part number, unknown lot number, UDI is unavailable. This report is for unknown screw/unknown lot number. Original implant date: sometime in (B)(6) (2015). (B)(4). The complaint indicated that the patient had a nonunion and a broken screw which required additional surgical intervention. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2016 to remove 4 screws and one nail. Original implant was performed in (B)(6) 2015. The patient had a tibial nail implanted into his tibia to repair a segmental fracture; the proximal fracture healed, but the distal fracture had an asymmetrical healing. There was dynamization of the tibial nail as one of the screws broke postoperatively. All parts were removed intact except for the one broken screw. During the revision the surgeon over reamed the canal and implanted a new larger nail and larger screws. It was additionally reported that the patient had a nonunion. There was no surgical delay and no harm to the patient. The patient status was reported as stable at the outcome of the surgery. There is 1 part in this complaint. This report is 1 of 1 for (B)(4).